Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. According to the clinical notes, the placement signal was reported to be higher than the a-line reading. The data log shows a placement signal of 100-150 during the case run, with no abnormalities noted on the 5s optical signal parameters. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that post placement of an impella 5.5, the placement signal was noted to be approximately 30 pts higher than patient's mean arterial pressure from arterial line and blood pressure cuff. All other parameters including waveforms, flows, and motor current appeared within normal range. The team monitored. The pump was eventually weaned and explanted, and no patient harm has been reported.